Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to deploy during a biliary procedure. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, distal flange of the stent did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2a (common device name), d2b (pro code), block g4 (premarket), and block h6 (evaluation result codes) have been corrected. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h6: imdrf device code a150101 captures the reportable event of stent failure to deploy during a biliary procedure. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. During functional inspection, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. Also, the stent hub was moved down to the second and fourth position. The stent was able to be deployed. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned partially deployed. However, the stent was able to be appropriately deployed after functional testing. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Based on the available information, the most probable root cause is known inherent risk of device. A product labeling review identified that the device was used in a manner inconsistent with the labelled indications. It was reported that the axios stent was intended to be placed for a biliary stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for biliary stenosis. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent partially deployed. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025.during the procedure, distal flange of the stent was not deploying so it was not possible to place the stent. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.note: it was reported that the axios stent was intended to be placed for a biliary stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for biliary stenosis.

Manufacturer narrative:
Block h6 (evaluation result codes) and h11 have been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent failure to deploy during a biliary procedure. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. During functional inspection, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. Also, the stent hub was moved down to the second and fourth position. The stent was able to be deployed. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned partially deployed. However, the stent was able to be appropriately deployed after functional testing. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Based on the available information, the most probable root cause is known inherent risk of device. A product labeling review identified that the device was used in a manner inconsistent with the labelled indications. It was reported that the axios stent was intended to be placed for a biliary stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for biliary stenosis. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, distal flange of the stent was not deploying so it was not possible to place the stent. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a biliary stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for biliary stenosis.

Manufacturer narrative:
Block b5 and h6 (device code) have been updated. Block h6: imdrf device code a150101 captures the reportable event of stent failure to deploy during a biliary procedure. Imdrf impact code f2301 captures the reportable event of additional intervention required to place another stent due to risk of bile leakage post puncture. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. During functional inspection, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. Also, the stent hub was moved down to the second and fourth position. The stent was able to be deployed. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned partially deployed. However, the stent was able to be appropriately deployed after functional testing. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Based on the available information, the most probable root cause is known inherent risk of device. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, distal flange of the stent did not deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a biliary stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for biliary stenosis.